Event description:
It was reported by service report that the foot end cover was broken with sharp edges exposed and the brakes would not fully engage. No patient involvement or adverse consequences were reported.